Event description:
An out-of-regulation (oor) condition was reported. The oor message appeared intermittently. The patient was unable to adjust stimulation and the patient programmer displayed a "call your doctor" icon. The physician measured impedances and determined electrode 11 was high. The patient was reprogrammed to use electrodes 9 and 10. X-rays were also taken, but results were not provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37642 serial# (B)(4), product typ programmer, patient; product ID, 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension; product ID, 37085-60 serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension; product ID, 3389s-40 lot# v345141, implanted: 2011 (B)(6), explanted: product typ lead; product ID, 3389s-40 lot# v318029, implanted: 2011 (B)(6), explanted: product typ lead. (B)(4).